Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog#853-507, 510k#k050082, UDI# (B)(4)   was cleared in the united states. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent laminoplasty due to cervical spondylotic myelopathy (csm). Post-op, the lateral mass screw of the centerpiece migrated and entered into the spinal canal. Patient suffered with palsy occurred at c5 as a result of this event. There is not plan for revision surgery yet.